Event description:
It was reported that the patient's mobile power unit (mpu) was alarming while on wall power. The patient would visit the hospital to have their mpu tested by them to see what the problem was.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The type of alarm was a power cable disconnect. The mpu did have a v-lock connector, the ac power cord did not come loose from that back of the unit or from the wall, and there was no environment circumstance that effected ac power at the time of the event. The mpu was removed from service.